Manufacturer narrative:
Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Arrhythmia : in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient died of hemorrhagic shock caused by prolonged chest compression. The patient had a tendency to bleed upon arrival at the catheterization laboratory, and percutaneous coronary intervention was performed with veno-arterial extracorporeal membrane oxygenation and impella placement. Due to bleeding, additional volume was administered through infusion, but this was not sufficient, and extracorporeal membrane oxygenation was insufficient. There were no issues with impella placement or the procedure, and no causal relationship exists. The following is a transcription of the doctor¿s comments: the patient died of hemorrhagic shock caused by prolonged chest compression. There were no complications with impella, and no causal relationship exists. Percutaneous coronary intervention was performed without issue.